Event description:
It was reported that: the distal piece of the on control biopsy cannula broke off in a patient's skull during a bone biopsy. No medical or surgical intervention was performed. It was reported that the patient was fine post the procedure.

Manufacturer narrative:
Qn# (B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. A DHR review was done by the supplier. All processes were followed. No non conformances were noted. Case details were reviewed. Customer stated" CT tech said an oncontrol needle broke off in a patient's skull". No unit was returned to teleflex for evaluation. It is unknown what damages have occurred on the unit and how much of the shaft was separated and left behind in the anatomy. Additional information was requested. A response was received. Procedure was a skull bone lesion biopsy. No excessive force was applied. No notable change in the rpm of the driver was observed. Device was removed but the distal piece was left behind in the anatomy. No intervention was performed nor any harm, injury was noted. Per the additional information, the unit was used in an unintended location. Per IFU, the arrow oncontrol bone lesion biopsy system is intended for bone biopsy of the vertebral body and bone lesions. A manufacturing record review was completed by the supplier and no related nonconformances were found. Without a product return and limited information, the most likely root cause if the issue is undeterminable.

Event description:
It was reported that: the distal piece of the oncontrol biopsy cannula broke off in a patient's skull during a bone biopsy. No medical or surgical intervention was performed. It was reported that the patient was fine post the procedure.

Manufacturer narrative:
Qn(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.